Event description:
The report received from the affiliate indicated that during an interventional endovascular procedure to open a left superficial femoral (lsfa) target lesion on a male patient, the aviator plus 6 x 40 mm balloon (catheter #1) used for pre-dilation ruptured at nominal pressure. An abbott inflation device, a seven (7) fr. Catheter sheath introducer (csi), and a guidewire were used for the procedure. The access site was the right femoral artery (rfa). The balloon catheter was removed successfully and intact from the patient. Another aviator plus 6 x 30 mm balloon catheter (catheter #2) was then used, but also ruptured at nominal pressure. The balloon catheter was removed successfully and intact from the patient. The lesion was finally successfully pre-dilated using a third aviator plus 6 x 40 mm balloon catheter. A smart control 7 x 80 mm stent was successfully implanted. The procedure was completed successfully. There was no reported patient injury.

Manufacturer narrative:
The lsfa target lesion was reported to be: heavily calcified, not tortuous, and highly stenosed (% stenosis not available/provided). The device was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The contrast media used and the percentage was not available/provided. The balloons were reported to have inflated and deflated normally. There was no kink or bend noted and no reported resistance/friction while advancing the catheters. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR report # 9610978-2009-00137.